Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of ¿high¿ (above 399 mg/dl) were recorded by continuous glucose monitor (cgm) from 5:24:24 pm to 7:54:27 pm on (B)(6) 2020. No settings changes were observed for 6 days prior to the high bg. Patient received the same basal rate for the previous 6 days, with a rate of either .5u/hr or .55u/hr. All basal rate changes were due to the patient¿s personal profile settings (see settings as of (B)(6) 2020). There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was changed without user interaction. Customer's blood glucose level was 494 mg/dl. The customer administered a bolus to address blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.